Event description:
On 1/12/94, pt underwent a c4-5 and c5-6 anterior microdiskectomy and osteophytectomies with internal interbody fusion using tricortical cadaver allograft followed by c4 to c6 anterior segmental internal fixation. The pt did well for a while post-op and then developed worsening neck pain and some radiation to her upper extremities. Myelogram showed a fractured plate at c5-6 with impingement on the right c6 and c7 roots. On 1/4/95 the pt underwent removal of previous two-level internal fixation device from c4-c6 exploration of the c4-5 and c5-6 anterior cervical fusions. The c5-6 fusion was not solid. A c6 corpectomy and c6-7 discectomy with placement of strut autograft from c7 to c5 using autologous bone graft from the right anterior iliac crest and with another co's anterior segmental internal fixation was done. On discharge the pt's neck pain was already better than it was preoperatively.